Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopie interventionnel and chromoperturbation event description: the valva was damaged during the procedure. Pieces of valva felt into the abdominal cavity. No possibility to take back the damaged device: there is particular rule in grand duchy of luxemburg. Hospital have to send the damaged device to luxemburger regulation for a national analyze and materiovigilence expertise. Patient status: no patient harm.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided, confirming the complainant¿s experience of seal component separation. The shield, a clear internal component of the seal, was dislodged from the seal. Based on similar events, it is likely that the dislodged shield was caused by non-axial insertion of an asymmetrical instrument through the seal. The instructions for use (IFU) states, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: laparoscopie interventionnel and chromoperturbation. Event description: the valva was damaged during the procedure. Pieces of valva felt into the abdominal cavity. No possibility to take back the damaged device : there is particular rule in grand duchy of luxemburg. Hospital have to send the damaged device to luxemburger regulation for a national analyze and materiovigilence expertise. Patient status: no patient harm.